Event description:
It was reported that, during a tka surgery, the handpiece did not home. It was tried disassembling and reassembling, as well as running the handpiece test. The test revealed another problem. The handpiece motor did not move (0/0 test iterations complete, max torque of 98). Upon further inspection, it was noticed that the black lead screw nut had become loose and was preventing the motor from actuating. As the other tray available was needed for the next case, the procedure was completed manually. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, was returned for evaluation. The navio handpiece would not home, and the snap lock nut was broken prior to a procedure on (B)(6) 2019. The initial visual/functional investigation found that the snap lock nut is broken. The broken snap lock nut would prevent the handpiece from properly moving the drill for homing. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for total knee arthroplasty user's manual released at the time of the complaint provides no information regarding the broken snap lock nut. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to mechanical component failure.